Manufacturer narrative:
The field service engineer (fse) found a leaky vacuum tubing at rinse station 3 as well as the high concentration waste being blocked. The fse replaced vacuum tubing at rinse station 3, removed elbow and cleaned from vacuum bottle to waste with bleach, re-adjusted gear pump pressure and cleaned flowpath of sample and reagent probes from syringes to probe with bleach. The investigation determined that the event was consistent with a maintenance issue. The service actions done resolved the issue.

Event description:
We received an allegation about a discrepant result for 1 patient sample tested with phosphate (phos2) assay on a cobas 8000 c702 module. The following results were obtained: initial result: 2.6 mg/dl. The customer doubted the result so they reran the sample. Rerun result: 1.7 mg/dl. The phop2 reagent lot number and expiration date were not provided.